Event description:
Locking screws come with the system. The screws have backed out. Have followed several patients and they will come back weeks later and the screws have come out of the humerus and the fracture has collapsed requiring further surgery. I have decided not to use this product anymore. (B)(4).